Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, the compression nut cross threaded to guide sleeve. 3-piece screwdriver could not grab the screw. There was no delay reported. There was no fragment generated. The surgery was completed successfully. There were no patient consequences are reported. Concomitant device reported: unknown screw trauma (part# unknown; lot# unknown; quantity: 1) this complaint involves three (3) devices. This report is for (1) inter-lock screwdriver t25/3.5mm hex/224mm this report is 2 of 2 for (B)(4).